Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of lens were conducted correctly. Lenstec also confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Additionally, we have not received any other complaints from this batch. The lens remains implanted. Furthermore, we can confirm that such defects would not have been shipped to the customer as our devices are 100% inspected at the final clean and inspection operation.

Event description:
Lenstec received an email stating "there were three linearly distributed bubbles inside the lens. Lens remains implanted. There was no patient injury or surgical intervention noted. The ve2200 injector and qisheng viscoelastics were used."